Manufacturer narrative:
The hospital replaced the bellows housing. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative leak test. Inspection of the equipment noted a broken bellows housing. There was no report of patient involvement.